Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, there was no activity related to a temperature issue observed in the black box or pump history. The pump powered on and was exercised for 24 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found to be within specification. The pump cover was removed and no damage or evidence of moisture ingress was found inside the pump. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. (B)(4).